Event description:
Complainant alleged that the clinicians were attempting to cardiovert a pt (age unknown) using the device paddles, but the screen displayed a "poor pad contact" message. The clinicians then obtained another device and successfully cardioverted the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.